Manufacturer narrative:
The device was not returned to olympus for evaluation. There have been no containment measures in place because no facts have been identified at this time suggesting that the reported event may expand. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii xenon light source gave an error b30 with a 190 endoscope. The issue occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error occurred because the spiral cable was plugged in that should have actually been plugged out with 190 endoscopes and determined to be a connection issue. The phenomenon might have been prevented by following the descriptions below: " precautions for installation and connection (abstract)" "1) use appropriate cables only. Otherwise, equipment damage or malfunction can result." "2) properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." "·3.6 connection of the video system center" "·4.4 connection of an endoscope/warning (abstract/caution)" "1) if the surface of the endoscope and light guide cable is dirty, reprocess it according to the directions given in the endoscope¿s instruction or reprocessing manual before connecting it to the light source." ""Otherwise, it may cause patient injury, equipment damage, and/or improper illumination." "2) before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.